Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter appeared to have moved caudally approximately 4.5 cm and was tilted. Reportedly, the filter was initially implanted at the top of l2. Prior to the retrieval, the filter appeared to be tilted and appeared to be located at mid l3. The physician attempted to remove the filter using a recovery cone but was unable to capture the filter apex. The physician advanced a balloon catheter from the femoral vein and attempted to pull the filter apex off the cava wall, but was unsuccessful. The physician decided to leave the filter as a permanent implant. There was no report of injury to the symptomatic pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause of this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway.